Manufacturer narrative:
Results and conclusion: (99% stenosis). (Stent deformation). (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a lesion in the lad exhibiting 99% stenosis. The device was prepped as per IFU prior to use. The lesion was pre-dilated with 97% stenosis remaining. The physician proceeded to use the endeavor resolute stent but angiograph showed the stent was deformed. The physician removed it from the patient with no effect on the patient. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the device was returned to medtronic for evaluation. The stent was positioned between the marker bands as per specifications. The 11th and 12th proximal and the 1st distal segments were raised and deformed. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).